Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient underwent following procedure, left retroperitoneal exposure l5-s1 for anterior lumbar interbody fusion with intervertebral cage and anterior plate fixation. Pre-op and post-op diagnosis: degenerative disc disease l5-s1 pseudoarthrosis. No complications were reported. On (B)(6) 2014, patient underwent following procedure, revision anterior lumbar interbody fusion. Exploration of l5-s1 interbdody devices reinsertion of anterior lumbar interbody fusion (alif) cage anterior l5 to s1 plating spinal cord monitoring. Pre-op and post-op diagnosis: l5-s1 pseudoarthrosis status post previous l5-s1 fusion. As per op-notes,".. I proceeded to place a small 14mm alif that was filled with low dose bmp and allograft chips. This was gently impacted into place.. No complications were reported..". Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.